Manufacturer narrative:
A ge service rep performed an on site investigation. The attempt to manually rebuild the operating system was unsuccessful. The hard disk drive was replaced, the software was loaded, and the monitor arm was adjusted to counter the drifting. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's files and software needed to be repaired. No pt injury was reported.